Event description:
The magnetic flap valve housing came apart and the one way valve fell out. The machine was not able to provide the required oxygen therapy. (MFR reported that this was a design flaw, and now masks are ultra-sonically welded).